Event description:
Reporter stated that the patient came into the emergency room with nausea and weakness. Reporter stated that they thought he may have been symptomatic for hypoglycemia and they tested him with the inform meter at 10:55 am and got an error message. Reporter stated that they repeated the test and got another error message. Reporter stated that they gave the patient orange juice and 1 amp of d- 50. Reporter stated that at 11:10 am and 11:24 am, they tested the patient with two results of hi (greater than 600 mg/dl). Reporter stated that the patient was tested on an istat at 11:42 am with a result greater than 700 mg/dl and the lab result of 1173 mg/dl came back at 11:52 am. Reporter stated they started an insulin drip at 11:52 am and was admitted to the hospital 3:15 pm. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.